Event description:
It was reported that during a lap gastrectomy, the device was generating an error 3. Case was completed using a second hand piece. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and gave an error 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.